Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net with an alert for high pacing impedance measured on the right atrial lead. Also present were episodes of over-sensed noise that resulted in episodes of noise reversion and inappropriate mode switch. The patient was scheduled for revision on (B)(6)2022. During the procedure, it was noted that a blood clot was present on the ring electrode of the lead. The lead was cleaned and successfully repositioned, with all measurements within normal limits. The patient was in stable condition.